Manufacturer narrative:
Additional information: device lot number and manufacture date provided.

Manufacturer narrative:
Device lot number, or serial number, unavailable at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during equipment setup and caused a five-minute delay to the surgery. It was reported that the surgeon had trouble engaging the screw with the short spine clamp. He struggled for about 5 minutes and then was able to get it. The surgery was completed with navigation and there was no impact on patient outcome.